Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A field service engineer (fse) identified that the cabinet was causing a short, tested the drawer and confirmed drawer 5.2 was causing the issue. Fse identified damage on the retractor band and drawer controller board. Fse replaced the retractor band and controller board and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station failed to power up and appeared offline in rss. The customer attempted to switch the station off and on, but it did not power on. All cables were checked and confirmed to be securely connected, yet the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.